Event description:
The white tip of the sheath came loose and was lodged into the pt's uterus. This was noticed by the doctor on the camera screen when she was putting the electrode down the operating channel. This was being done whilst in the scope was inside the uterus. The procedure was abandoned and pt has been booked in to have the white tip removed under a general anesthetic. In 2005, the white tip was successfully removed under general anesthetic. No further medical or surgical intervention was required.